Event description:
R shoulder bankart reconstruction with intra-articular pain pump. Preop no arthritis. Postop chondrolysis which has already resulted in total shoulder replacement. Dates of use: 2007. Diagnosis or reason for use: bankart reconstruction postop pain control. Event abated after use stopped: no.